Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that the device had a rounded set screw socket and grommet damage of unknown cause.

Event description:
It was reported that during the implant procedure when the physician attempted to adjust the setscrew of the left ventricular (lv) connector it could not be engaged. The lead was tested through the analyzer with normal values, but through the device lv impedance was greater than 3,000 ohms. The device was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.